Event description:
It was reported that an alert for device software upgrade is required was presented upon interrogating the device during normal follow-up. Device firmware upgrade procedure was followed, but during the upgrade, the programming head moved and the device remained in the backup state. The device was restored successfully with a firmware download. Nominals were restored, and the device remains implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.